Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 428 mg/dl at the time of the call. Customer treated their blood glucose with a manual injection. It was also found the customer had shortness of breath and was vomiting due to their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also declined to perform a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. Customer also called back to reported their blood glucose was high. Customer's blood glucose was 254 mg/dl during the second call. The customer declined to return the insulin pump for analysis.